Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, and the bolus button was unresponsive. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. It was observed that the battery compartment was cracked from the base seal to the finger pad. The bolus button cover was missing and the button was unresponsive. Removal of the cover found that the button mechanism was missing. Unrelated to these issues, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).